Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that during the left total hip revision of rejuvenate implants, two ceramic removal tools broke. The surgeon used an osteotome to explant the liner.

Manufacturer narrative:
The event was confirmed. Review of device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The investigation concluded that the fracture of the returned device broke in an overload. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during the left total hip revision of rejuvenate implants, two ceramic removal tools broke. The surgeon used an osteotome to explant the liner.